Manufacturer narrative:
Eval summary: the analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a low anterior resection, the tumor was at 9 cm and the doctor allowed for 5 cm of margins and fired the device very low, just above the anus. The proximal staple line (on the specimen) was visualized and checked and was perfect. The distal staple line (on the rectal stump) was very low and could not be visualized for the presence of staples. When the assisting surgeon inserted his finger transanally to check the distal staple line, his finger went through where the staple line was, or should have been, without any effort. Neither surgeon could confirm if there were any staples on that distal stump. There were no malformed staples found in the pt, or in the device. Whip stitching was attempted unsuccessfully to close to the very low open distal stump just above the anus on the rectal floor. A colostomy was performed and the pt was sent to ICU. Requested and received the following info: were there any problems encountered when firing the device? No. What was the quality of the tissue in the area where the device was fired? Looked fine, macroscopic. The histology report quotes, "microscopy: microscopic examination shows neoplastic acini lined by pleomorphic epithelial cells with prominent nucleoli. Solid nests & single neoplastic cells evident in the stroma". Do either of the surgeons feel that the pt's previous radiotherapy compromised the tissue quality, resulting in the staple line opening? Yes. The histology report quotes, "radiation changes: blood vessels in the submucosa shows intimal thickening and endarteritis obliterans. Necrosis of neoplastic glands also evident (+-10% of tumour)." Do the surgeons still believe that the colostomy can be reversed at a later date? Yes, hope so. Will review the pt in one month and decide then. If so, has a date been scheduled? To review and decide in one month. What is the current status of the pt? Fine. Has she been discharged from the hospital? Yes. Add'l info provided by the sales rep, "I have just met with [the doctor] regarding the above complaint and am happy to let you know that the sgn is now much happier as the condition of the pt is much better. He is also considering the post-radiation quality of the tissue to be a strong factor in the poor outcome.